Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was noted that the patient's trial started on (B)(6) 2021. It was reported that the patient mentioned that the tape on their lower back is coming off at the bottom. The patient also mentioned about feeling some pain possibly from the leads.  Two days later the patient stated that the leads have been uncomfortable and it feels like the leads are poking them at times. Additional information was received from the patient. They reported that the patient had questions about the standard process to remove leads during an interstim urinary evaluation. The patient stated when their leads were removed the stimulation was never turned off and it really hurt. They stated that when the interstim device was removed it hurt extremely bad. They think the power should have been turned off before it was removed. Additional information was received from a patient (pt) regarding an external neurostimulator (ens). The patient reported that when their trial leads were removed they experienced pain. The patient had pain in their left leg when they were removing the left lead and then, when they removed the right side, the patient felt a painful lightning bolt sensation down their right leg. The patient thinks they forgot to turn the stimulation off before removing the leads. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown, product type unknown, product ID 306001, product type screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-nov-27 mpxr 901009, 901281 (con): information was received from a

Manufacturer narrative:
Continuation of d10: product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown product ID 306001 lot# unknown serial# implanted: explanted: product type screening device the aware date in the prior regulatory report was intended to be 2022-(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they removed the electrodes out of the patient it hurt so bad. The patient had the stimulation up to 2.7 on left side and the nurse never turned the current off. They are wondering if it was part of the procedure to turn the current off before they move the electrodes around inside of you. The patient said it was excruciating. Patient services asked when it was removed and the patient thinks the 28th or 29 of november. The nurse removed the lead since the doctor wasn't available that day. They told the patient their lead moved around and wasn't where they initially put it. They had sharp pain that went down the left leg to the knee. The patient said they had a high tolerance of pain; they had two babies without drugs and didn't hurt at all. Patient services called technical services and confirmed the removal process. Told the patient that typically they first disconnect the lead from the ens so it is not receiving any power. Told them maybe some scar tissue had started to build up.

Manufacturer narrative:
Event date is approximate; month and year valid . If information is provided in the future, a supplemental report will be issued.